Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) male (B)(6) had impella cp pump inserted in the left femoral for aortic valvuloplasty. It was reported that the patient developed access site bleed. As a result, blood products were administered. Amount is unknown. The issue improved after removal. No further information was provided.